Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during preparation for use for an unknown therapeutic procedure, there was an issue observed with the device air/water supply. Upon inspection, when the device tip was tapped a red foreign material, possibly a blood clot, fell out of the device. The intended procedure was not performed. There is no reported harm to the patient. The device had been reprocessed with an automatic endoscopy reprocessor.

Manufacturer narrative:
Due diligence is being performed for this event. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
Addendum (B)(6) 2023: the device with the presence of foreign material was not used in any procedure. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure was not cancelled but completed on schedule with another similar device of the same model number and with no issues. There was no impact on the patient of the intended procedure due to this event. Current status of the patient is not known.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Patient details, including pre-existing medical conditions, are not known.